Manufacturer narrative:
Date of event: unknown, an exact date was not provided. The best estimate is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 11.5 diopter intraocular lens (iol) was implanted into the right eye (os) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to toric power was over correcting. The lens was replaced with a zxr00 12.5, larger diopter iol. It was stated that there were three sutures, reason not provided, and the patient had inflammation after the surgery but there was no incision enlargement or vitrectomy. The patient vision was not as good as expected post-operatively. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial report; the customer had also reported visual disturbance; but this was inadvertently not provided in the initial MDR. The following section has been updated accordingly: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/25/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.